Manufacturer narrative:
After further evaluation of this complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report #(B)(4) that was reported for malfunction. H3 other text : see h.10

Event description:
It was reported that the syringes are leaking with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that syringes are leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8289612. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-11-05. Medical device lot #: 8298920. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-11-09. Medical device lot #: 9066751. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-07. Medical device lot #: 9066761. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-07. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringes are leaking with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that syringes are leaking.